Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The patient was on eliquis 5 mg twice a day and 81 mg aspirin post implant. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echo (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician switched the patient from a medical regiment of eliquis and aspirin to warfarin and aspirin in response to this event and the patient had 5 weeks of good international normalized ratios (inr). A repeat tee was performed and still demonstrated thrombus on the face of the device. The patient did stop warfarin after repeat tee so they could have shoulder surgery. A computed tomography (CT) scan was done off of oral anticoagulants (oacs), and the physician reports the patient could have possibly been on aspirin or dual antiplatelet (dapt) at time of the CT. The CT scan appeared to show the thrombus on face of the device. The patient resumed warfarin and aspirin after the CT scan.